Manufacturer narrative:
Date of event: date of device damage is not known. Device is an instrument and is not implanted/explanted. DHR review, part number: 03.110.007, synthes lot number: ft00257, supplier lot number: ft00257, release to warehouse date: 06 dec 2016, supplier: (B)(6). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned screwdriver was examined and the tip was found to be stripped. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with wear and tear of a multi-use instrument. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The stardrive screwdriver t8 (03.110.007) is noted in multiple trauma system technique guides including: 2.4mm lcp distal radius and pediatric lcp plate. In each instance, the driver is available for the insertion of 2.7mm screws. The returned driver was examined and the tip was found to be stripped. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with wear and tear of a multi-use instrument. Relevant drawings for the returned device were reviewed: top-level and shaft. A dimensional analysis is not applicable as the complaint condition was able to be confirmed visually and dimensions at the tip are not able to be checked due to post-manufacturing damage. A device history review, including material and hardness review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. As no serious injury was reported, no dcrm calculation will be performed for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a distal radius fracture. Patient was implanted with one (1) variable angle (va) 7-hole plate and six (6) 2.4mm screws. During the procedure, when the surgeon was attempting to implant the first screw he noted that the tip of the stardrive screwdriver was bent. Surgeon chose another screwdriver that was available in the operating room to complete the surgery. Surgery was completed successfully with no time delay. Patient is reported in stable condition. An evaluation of the returned device revealed the screwdriver is stripped. Device reportability was reassessed based on the evaluation and deemed a reportable malfunction. Concomitant devices reported: va 7-hole plate (part number unknown, lot number unknown, quantity 1), 2.4mm screw (part number unknown, lot number unknown, quantity 6). This report is for one (1) stardriver screwdriver t8. This is report 1 of 1 for (B)(4).